Manufacturer narrative:
An incomplete device was returned and evaluated. An open pouch containing only a needle wrench was returned. The needle was not returned. Visual inspection found that the needle wrench is not damaged. There is no missing material on the wrench and no beige particles were visible. A review of the complaint database revealed no other complaints have been submitted against lot w2788. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No further investigation or corrective action is necessary.

Manufacturer narrative:
The manufacturing and sterilization records were reviewed and found to be acceptable. The investigation is ongoing.

Event description:
The user facility in the (B)(6) reported there was a particle found at segment removal. There was no patient impact or injury. Additional information was requested but not received.